Event description:
It was reported that patient experienced high blood glucose level and diabetic ketoacidosis event on 06 apr 2026 which led to cause emergency room visit, as the patient reported infusion set cannula was bent. The patient was treated with insulin pen.

Manufacturer narrative:
E1: event country: egypt. Name: medtronic minimed. Country: united states of america. Address ¿ line 1: 18000 devonshire street. City: northridge. State: california. Zip code: 91325¿1219. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.